Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had a lower case, battery release, lead flex cover, battery contacts, battery flex, battery drawer, and battery drawer o-ring which were contaminated. It was also indicated that the upper case, lower case, and side bail covers were broken. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for loan return and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.